Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead was difficult to implant. Several positions were attempted and the lead dislodged continuously. The lead was finally implanted. Post operation, chest x-ray was performed and revealed the lead helix was bent. There were no electrical anomalies. The lead remained implanted. The patient would continue to be monitored.